Event description:
It was reported that during a procedure of the concentric, heavily tortuous, moderately calcified, below the bifurcation, 90% stenosed, de novo left anterior descending (lad) artery the 2.0 x 8 mm mini trek balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. A 2.5 x 8 mm trek bdc was used to complete the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.